Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to altr and dissociation of the head from the stem. Intra-operatively, it was discovered that the trunnion then damaged the liner. The stem, head, and liner were revised. Rep can provide pictures and revision usage, and confirmed that no other information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation, altr, and wear involving an unknown 36mm v40 lfit head was reported. Disassociation of the head from the stem and wear on the interior of the head were confirmed, but altr was not confirmed. Method & results: device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted unknown 36mm v40 lfit head with some notable wear damage in the form of scratches/fretting to the interior of the head. Damage consistent with the loss of taper lock was observed on the head and stem of the devices. Material analysis: not performed as the device was not returned. Dimensional inspection: not performed as the device was not returned. Functional inspection: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to altr and dissociation of the head from the stem. Intra-operatively, it was discovered that the trunnion then damaged the liner. The stem, head, and liner were revised. Rep can provide pictures and revision usage, and confirmed that no other information will be released by the hospital or surgeon.